Event description:
It was reported that the pt's stimulation was turning off by itself. The pt had to use the programmer to turn it back on. The pt outcome is unk. Further info is being requested at this time.